Manufacturer narrative:
Event conclusion the ipg has been implanted beyond expected longevity. Initial testing of the ipg noted it had telemetry but no output. Destructive analysis indicated that the battery voltage was at ert and the ipg had no output. All components were measured to be within device specifications. The exact cause of the no output condition could not be determined.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting the elective replacement time (ert) and had no output. The physician elected to explant the ipg. Cpi minimum longevity at nominal settings with a 500 ohm lead is 60 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system.